Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device had unintended activations/motion and device ran in unexpected direction/mode. It was further determined that the device failed pretest for check in "off" mode and check fwd/rev mode function. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the reverse function could not be used. It was reported that there were no delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, it was determined that the reported condition that the reverse function could not be used was not confirmed. Therefore, an assignable root cause for the reported condition of will not reverse was not determined. However, during evaluation, it was determined that the device had unintended activation/motion and ran in unexpected direction/mode. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).